Event description:
The distributor reported that the pouch of the kit was partially open during their initial inspection of the received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the returned device revealed that a portion of tubing within the kit had been run over during the pouch sealing process creating a breach in the seal. The user's complaint was confirmed. The root cause of the reported event is attributed to poor placement of the tubing within the pouch prior to the sealing process.